Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was sent to the hospital twice. Once for a low blood glucose level and once for a high blood glucose level. The insulin pump was exposed to a x-ray machine. The customer was hospitalized on (B)(6) 2016 due to a low blood glucose level of 8 mg/dl. The insulin reservoir was empty but earlier it was over 100 units. The reservoir was showing less insulin than what appeared on the status screen. During the displacement test the insulin pump did not alarm. The customer believed the insulin pump was over delivering. The customer was also hospitalized on (B)(6) 2016 due to a high blood glucose level of 754 mg/dl. The insulin pump alarmed unexpected restart. Insulin was not delivered. The customer experienced a diabetic ketoacidosis. She was treated with IV insulin drip and manual injections. The customer was wearing the insulin pump at the time of both hospitalizations. The device was not returned.